Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a fracture. The lv lead was capped and replaced. It was noted the set screw of the y adaptor was stripped and the leads had to be cut to remove the adaptor. The adaptor was subsequently removed. No patient complications have been reported as a result of this event.